Event description:
On (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tag® thoracic branch endoprostheses and gore® dryseal flex introducer sheath in zone 3. The tbe procedure was completed with no complications. The graft was placed well and the patient tolerated the procedure. On (B)(6) 2024, the patient experienced a stroke. The physician does not know what caused the event to occur.

Manufacturer narrative:
As it is unknown which device is directly implicated in this stroke event, the following devices (same device family) will also be included in this report: catalog #tac124015a/ serial (B)(6) UDI # (B)(4). H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code a26- used to capture insufficient information available to determine if gore device contributed to stroke. C1. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. It should be noted that, per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, neurologic damage, local or systemic (e.g., stroke). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected d6a (if implanted, give date): from: (B)(6) 2024; to: (B)(6) 2024.